Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate high readings. On 02/11/2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 5 to 6 times per day and manages her diabetes with an insulin pump. On (B) (6) 2010, the pt obtained an allegedly inaccurate high reading of "287 mg/dl" on the subject meter. Per the alleged reading, the pt reportedly "bolused" 3.7 units with the insulin pump. Ninety minutes later while the pt went for a doctor's office visit at noontime, the pt developed symptoms described as "cognitive impairment and sweaty." The pt reported blood glucose results of "101 mg/dl" with a lifescan meter and "60 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The pt was treated with sugar by her healthcare provider and reportedly felt better approximately 1 hour later. The pt indicated she lowered basal insulin dosage that day after the aforementioned symptoms. During troubleshooting, the customer care advocate verified that the testing process was correct, the results were taken from an approved sample site, and the test strips were in good condition and within the discard date. In addition, the pt reported blood glucose results of "202 mg/dl" with a lifescan meter and "134 mg/dl" on a laboratory device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the pt claimed she developed symptoms that can be suggestive of hypoglycemia and received medical intervention after she took insulin per the lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.